Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that the patient presented to the hospital with a right ischemic limb and pulse foot one month post index procedure. The iliac artery distal to the right 16x10 limb had thrombosed due to stenosis. A secondary intervention was performed. The patient received thrombolysis therapy with percutaneous transluminal angiography, and a stent was implanted in the right limb. The stent grafts and the limb were patent and a faint pedal pulse was heard with assistance of a doppler post stenting. The event was resolved. Per the physician, the patient has a history of peripheral vascular disease. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of two post-implant still angio images revealed that the patient has an endurant stent graft system implanted. The renal arteries were not visible in the images provided. The implant position of the bifurcate could not be assessed because the proximal portion of the bifurcate is not visible in the images provided. The contra gate opened on the left side. A contra limb was implanted into the contra gate with 3 cm overlap and was extended into the left common iliac artery. The ipsilateral limb was implanted on the right side, and was extended with another limb into the right common iliac artery. The right hypo-gastric artery was coiled. A bare metal stent from an unknown manufacturer was implanted into the right external iliac artery, just distal to the right limb extension. No calibrated catheter were visible thus no measurement can be taken. Contrast injection with the injector placed inside of the right limb showed patent blood blow in the right iliac artery down to the right femoral artery. No stenosis or thrombosis in the right limb was observed. No obvious stent graft issues were observed. The pre-implant films, anatomy sizing information, films during the index procedure and films that showed thrombosis in the right limb were not provided. The exact cause of the thrombosis in the right limb could not be assessed from the two still images provided. It is possible that this may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.